Manufacturer narrative:
The device involved in this event will not be returned for eval. (B)(4).

Event description:
It was reported the coil could not be detached. Upon removal, the coil detached from the push wire. No pt injury reported.